Event description:
It was reported that the right ventricular lead experienced noise oversensing, possibly due to lead fracture, which led to several non-sustained tachycardia episodes, and a ventricular fibrillation episode with non-physiologic intervals. It was also noted that the lead integrity alert was triggered, and there was an elevated short interval count. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.